Event description:
No additional information available.

Manufacturer narrative:
1. The customer returned 1 photos, but did not return the defective samples. The photos showed the batch code is 4080076 ,and blood oozing from the end of the septum. 2. DHR/bhr review (lot#4080076): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3) the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4) no unqualified, deviation or rework activities in the production process; 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2) the plant has launched CAPA to further investigate the root cause, CAPA#10977167. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photos showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause, CAPA#10977167.after the investigation, we found that leakage was caused by the septum( component of product) abnormality. Relevant improvement measures have been taken: clearly defined the placement time of the septum after production to ensure it undergoes sufficient cross-linking reaction.the factory will continuously track and analyze such complaints.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked xiangya bo'ai rehabilitation hospital operating room teacher in the use of bd cannula after successful puncture, the isolation plug appeared oozing, the teacher felt that the product quality is problematic, hope that sampling the batch to find the cause of the use of the blood with an indwelling needle has been discarded.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.